Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019. The customer blood glucose level was 30 mg/dl at the time hospitalized. The customer declined to troubleshoot. The customer was treated with glucagon shot through intravenous insulin. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was not active. The device will not be returned for analysis.